Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported by a surgeon that a series of device failures occurred during a triceps tendon repair of the left elbow where the arthrex suture bridge surgical technique was used. First, one of the two 1.9 mm fibertaks to be inserted into the proximal ulna did not fully seat and pulled out of the bone. The bone was re-drilled deeper three additional times and the fibertak was seated. This process was repeated for the second fibertak anchor' next, a 3.9 mm peek swivelock would not advance into the prepared socket. A 4.0 mm socket was drilled and the anchor would still not advance. The surgeon attempted to seat a 4.75 mm peek swivelock using a 4.75 mm tap and the anchor would not advance. A 5.0 mm socket was drilled and the 4.75 mm swivelock anchor was seated 75% before it stopped advancing and the inside stripped. A screwdriver was used to advance the stripped screw resulting in the prominent portion of the screw breaking off. Adequate fixation was achieved with the broken anchor. For the second swivelock, a 4.75 mm anchor was used with a 4.75 mm tap but the anchor did not advance. The anchor was removed and the bone was prepared using a 5.0 mm tap. Inserting the anchor a second time resulted in breakage of one of the 1.3 mm suturetape strands. No lot information was provided in the initial report and the surgeon requested that no additional follow-up activities be performed. The surgeon noted that the overall repair quality was not affected by these events. Specific part numbers were not provided but were selected based off of the referenced surgical technique and product descriptions.